Event description:
It was reported that during an unspecified procedure, difficulties with the atherectomy catheter occurred. The calcified lesion being treated was in the left anterior descending artery. The rotalink burr 1.5mm burr was in the patient, and the physician heard "a weird noise". The sheath was reported as cracked. The rotalink burr 1.5mm was removed from the patient, and the procedure was completed with another of the same devices. No patient complications were reported. Additional info was been requested regarding this procedure, however, none has been received.